Manufacturer narrative:
The field service engineer checked the instrument and determined a worn suction hose. The field service engineer replaced suction tubes, cleaned the needles of all washing stations, the incubation bath, and the sample probes. Mechanism check and quality control results were performed; all results were acceptable. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 creatinine plus ver.2 assay on a cobas 8000 c 702 module. The sample initially resulted in a crep2 value of 3.65 mg/dl. The sample was repeated with a different reagent pack, resulting in a crep2 value of 0.80 mg/dl. No questionable result was reported outside of the laboratory. The reagent lot was 70264101 with an expiration date of nov 30, 2023.